Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument was found to have the tip broken and twisted after using it for less than 5 minutes. There was no report of fragments falling inside the patient. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported. Ntuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was inspected prior to use with no abnormality noted. The customer confirmed that the instrument tip was broken and misaligned during the procedure, but there was no problem when removing the instrument. There was no reports of port enlargement. The instrument jaws were not stuck on tissue when the issue occurred. Additionally, the instrument did not collide with any other instrument or tool, and it was not in strong grip mode. No fragment fell inside of the patient. The patient had no injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of instrument molded insulator broken to be related to the customer reported complaint. The instrument was found to have a broken molded insulator. The broken molded insulator caused the grip to be misaligned. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it looked like the molded insulator was broken, which was confirmed through failure analysis investigations. The root cause of the instrument molded insulator broken is typically attributed to mishandling/misuse.